Event description:
Customer reported the insulin pump is alarming calibration error, meter check, and change senor. Troubleshooting was performed. Customer's blood glucose level is 184mg/dl. Alarms verified in history. The sensor was inserted (B)(6) 2014 on the abdomen using the serter. Alarm did not occur after lost sensor or was the result of first calibration attempt. Customer had all ready removed the sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 2032227-2014-04445.